Event description:
Oos form received with device. Device given to biotronik by guidant representative. Physician would like to have the device analyzed. Total loss of capture marked on oos form for both a and v. It was noted that total loss of capture occurred during the generator replacement without moving the leads.

Event description:
Oos form received with device. Device system given to biotronik by guidant representative. Physician would like to have the device analyzed. Total loss of capture marked on oos form for both a and v. It was noted that total loss of capture occurred during the generator replacement without moving the leads.